Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The root cause of the reported issue was determined to be due to the ascites level sensor cable rubbing against the back rotating part of the ascites pump. This caused the pump to overheat from friction and shut off. The issue was resolved by replacing the cable back to the proper position. Afterwards, the device passed functional testing.

Event description:
At 240 am est, the device user (du) reported low reservoir mode and cycling reservoir issues three hours and thirteen minutes into perfusion. During troubleshooting, it was confirmed that there was volume collecting at the bottom of the liver bowl, but there were no kinks in the tubing. It was recommended that the surgeon inspect the liver to resolve hemostasis. At 333 am est the du reported there were no flows on the machine, the reservoir volume was empty and volume was collecting at the bottom of the liver bowl. Troubleshooting was performed and it was confirmed that the centrifugal pump was working but the ascites pump was not running despite "1" being listed for ascites on the graphical interface screen. After powering the device off and back on, it was confirmed that the ascites pump was functioning and volume was returning to the reservoir. Prior to this resolution, lack of flow lasted about one hour. As a result, the liver's lactate increased from 0.88 to 8.44. The du declined to use the donor liver due to the inability to clear lactate adequately, but continued with the perfusion in case another site wished to take the donor liver. Subsequently, the ascites pump stopped working again. Additional troubleshooting was performed, resulting in the ascites pump functioning normally again. The donor liver was also declined by other sites, thus it was discarded.